Manufacturer narrative:
The insulin pump was received with no unexpected failed battery test or power loss alarm noted. The insulin pump had normal operating current. However, the insulin pump had minor scratched lcd window and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call power loss alarm. Customer's blood glucose level was 222 mg/dl. Troubleshooting for the power loss alarm was performed. Customer was advised that the internal backup battery could not be charged. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.